Manufacturer narrative:
A service quote for repair was sent to the biomedical technician for approval; however, the biomedical technician rejected the quote. Therefore, a philips service engineer was not able to evaluate or repair the device. No work order was generated, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a high temperature issue. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A service quote for repair was sent to the customer for approval. Further information was requested regarding the reported issue.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the biomedical technician indicated that the blower temperature was high. Investigation and repair are still ongoing.